Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. No device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient had an intra-operatively induced fracture of the femur that likely occurred during implantation of the femoral stem. The anterior calcar fracture was discovered intra-operatively and treated right away with a cerclage wire. The distal periprosthetic femoral fracture (fracture number 2) was discovered on post-operative x-ray, which was taken on the day of surgery. The distal periprosthetic femoral fracture was treated conservatively (no weight bearing for 6 weeks) there were no contributing factors. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 30123606 item name: 36mm i.d. Size f high wall liner lot number:65588037. Item number:802203603 item name: femoral head 12/14 taper 36 mm diameter +3.5 mm neck length lot number: 3120484. Item number: 574101060 item name: femoral stem cementless collarless standard offset 12/14 taper size 6 lot number: 3069376. Report source: foreign: denmark. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device remains implanted.